Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 694765 lead, implanted (B)(6) 2002. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high capture threshold. Additionally, the right atrial (ra) lead measured small p-waves. Both leads remain in use. No patient complications have been reported as a result of this event.